Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after receiving a vibratory alert from their implantable cardioverter defibrillator. Review of the transmissions revealed an episode of non-sustained right ventricular oversensing caused by oversensing of noise on the right ventricular lead. The patient was in stable condition and would continue to be monitored.